Event description:
It was reported that a new bag of d5 0.9% ns with 20meq potassium chloride in 1,000ml bag was hung at 2137 on august 22, 2019. It was set-up as primary infusion through IV pump with rate of 125ml/hr. It was found at 2300 that the bag almost completely infused. The rn checked that the device was running at correct rate of 125ml/hr with total remaining volume to be infused of 780ml even though the bag was found almost empty. Patient had a brief episode of hypotension at 0415 on (B)(6) 2019 that quickly resolved without any interventions performed. Blood test basic metabolic panel (bmp) was ordered the following morning, the result of potassium level was within normal limits. It was also reported that the patient received two other bags of IV fluids during the day over about a two-hour time span. It was noted that the device's lvp platen hinge was broken at the time of patient use.

Manufacturer narrative:
The customer¿s report that medication over infused was confirmed. During physical inspection the pump module was received with a broken upper membrane frame hinge. No obvious programming errors were found during the log review. An in depth analysis of device logs were performed for incident date of (B)(6) 2019. An infusion of unknown medication was programmed to infuse on device at the incident rate of 125ml/h. The device alarmed for air in line 4 times and the device was then channeled off by user. The free flow event was replicated during the investigation. The customer¿s returned primary administration set was measured for concentricity / dimensional analysis and was found to be within specifications. The root cause of the complaint of an over infusion of d5 0.9% ns with 20meq potassium chloride was found to be the result of a broken upper membrane frame hinge.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Ethnicity: not hispanic or latino. Race: information requested but not provided.

Event description:
It was reported that a new bag of d5 0.9% ns with 20meq potassium chloride in 1,000ml bag was hung at 2137 on (B)(6) 2019. It was set-up as primary infusion through IV pump with rate of 125ml/hr. It was found at 2300 that the bag almost completely infused. The rn checked that the device was running at correct rate of 125ml/hr with total remaining volume to be infused of 780ml even though the bag was found almost empty. Patient had a brief episode of hypotension at 0415 on (B)(6) 2019 that quickly resolved without any interventions performed. Blood test basic metabolic panel (bmp) was ordered the following morning, the result of potassium level was within normal limits. It was also reported that the patient received two other bags of IV fluids during the day over about a two-hour time span. It was noted that the device's lvp platen hinge was broken at the time of patient use.